Event description:
During an in-clinic follow-up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of no inductive telemetry was not confirmed. The device was received, with normal output and normal telemetry communication. Visual inspection of the header attachment area detected. An anomaly between the pre-cast header and titanium case. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage, as a result of fluid intrusion between the header and case. And subsequent, fluid ingress to internal electronics. Hybrid circuitry was tested. And the results, indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.